Event description:
On (B)(6) 2012, the reporter called animas alleging that multiple keypad buttons are intermittently unresponsive in the heat, requiring battery re-installation to evoke a respond. The keypad is reportedly intact. The reporter stated that on hot days, it looks like buttons are sucked in, not raised. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. The complaint is being reported because the alleged malfunction of the keypad remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2012 with the following findings: evaluation revealed that the keypad button symbols were worn off but the keypad rubber was fully intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and required several hard presses to activate a response. All of the other keypad buttons responded appropriately and spring back or click normally. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.